Manufacturer narrative:
Investigation: lot number, manufacture and expiry date are not available at this time.  Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that during a red blood cell exchange (rbcx) on a spectra optia device, the operator observed potential hemolysis in the second unit of blood. The operator disconnected the patient, with the physician's approval, and sent the unit to the blood bank for an investigation. Patient ID, gender, weight and outcome are not available at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: the customer did not respond to multiple requests for disposable lot number. Therefore, a DHR search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. Root cause: a root cause assessment was performed for this complaint. Based on the available information a definitive root cause for hemolysis could not be determined but it is likely due to one or a combination of the possible causes listed below: * patient's underlying disease state. * patient's medication and/or medical treatment. * kinked inlet line resulting in rbcs exposed to pressure drop in inlet line. * return needle inner diameter not compatible with return line resulting in rbcs exposed to pressure drop. * inlet pressure sensor (ips) incorrectly measures pressure in inlet line due to component deterioration damage or sensor calibration.

Event description:
The customer reported that during a red blood cell exchange (rbcx) on a spectra optia device, the operator observed potential hemolysis in the second unit of blood. The operator disconnected the patient, with the physician's approval, and sent the unit to the blood bank for an investigation. Patient ID, gender, weight and outcome were not provided by the customer. The collection set is not available for return because it was discarded by the customer.

Event description:
The customer reported that during a red blood cell exchange (rbcx) on a spectra optia device, the operator observed potential hemolysis in the second unit of blood. The operator disconnected the patient, with the physician's approval, and sent the unit to the blood bank for an investigation. Patient ID, gender, weight and outcome are not available at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.11. Investigation: the customer did not respond to multiple requests for disposable lot number. Therefore, a DHR search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. Investigation is in process, a follow-up report will be provided.